Manufacturer narrative:
Updated block: h6. The reported complaint could not be confirmed. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.

Event description:
It was reported that during use of the device for non-clinical activity, the central control monitor (ccm) had a blank screen and no message. There was no patient involvement.

Manufacturer narrative:
The field service representative (fsr) turned the ccm on, and the monitor display was working. The user facility declined a replacement, instead opting to leave the ccm on for a couple of hours to see if the issue could be duplicated. The monitor functioned as intended and passed all functional testing. The unit operated to the manufacturer's specifications.